Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the cystonephrofiberscope exhibited foreign material on the surface of the image guide cover lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the foreign material on the surface of the image guide cover lens could not be determined since information could not be obtained that can determine whether there was obvious deviation from the procedure described in the instruction manual, and there was no physical damage at the place where the foreign material remained. The foreign material could not be identified. The event can be prevented by handling the device in accordance with the following instructions for use: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.